Manufacturer narrative:
Lot #: unknown, not provided expiration date, and complete unique identifier (UDI#): unknown, because the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Device manufacture date: unknown, because the lot number was not provided. Device evaluation: the cartridge was not returned at the manufacturing site as it was discarded by the customer. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (iol), the tip of the cartridge was cracked. The account commented that the cartridge tip was ''like a duck's beak, open at the sides''. Reportedly, the lens was loaded correctly. The optic of the lens was damaged in its periphery. The lens was very hard. No patient injury was reported and the lens remains implanted. The cartridge was discarded by the customer. No further information was provided. Two mdrs will be submitted. This report is to record the cartridge. A separate report will be filed for the lens.